Event description:
Customer called to report that the insulin pump is alarming motor error. The insulin pump started giving him trouble six-seven months ago. The customer is having highs. The current blood glucose reading is 168 mg/dl. Customer also mentioned that he was hospitalized in december due to low blood glucose. He was hospitalized for one month, he broke his shoulder. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.